Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and the implantable cardioverter defibrillator (ICD) was extracted due to an infection. Eventually, at a later date, the capped lead was extracted as a potential source of the infection. No further patient complications have been reported as a result of this event.